Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a battery out limit. The customer also reported that she was hospitalized last month due to a low blood glucose reading of 19 mg/dl. The customer stated that she may have over bolused. No troubleshooting was performed as the insulin pump being worn at the time of the event had been replaced already due to moisture damage. Nothing further was reported.